Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the applier was loaded slowly into the guide catheter, as per standard process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system and endurant ii stent graft system were used in the treatment were used in the endovascular treatment of the patient. It was reported that, during the index procedure, as the applier was being loaded into the guide an air bubble was trapped inside the patients aorta. The physician stated that he aspirated the air bubble to prevent the an air embolism forming. It was also reported, that as the first endoanchor deployed as expected but the second endoanchor deployed abnormally with it jumping off the applier and an abnormal sound was heard from the applier. The physician stated that even though the second endoanchor delivered abnormally, good anchoring was achieved. The treatment was successfully completed with good results observed post treatment. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Device evaluation summary: indentations were observed in the inner curve of the guide tip. Damage was observed to the guide tip material. The guide deflected on rotation of the control knob. No abnormalities were noted advancing the applier along the guide. Analysis of the returned device did not determine the cause of the event. If information is provided in the future, a supplemental report will be issued.